Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
The reported observation of ¿trembling in her pain area (leg) even when the stimulation was off¿ was not confirmed. The root cause of the observation was not ascertained. Using a clinicians programmer, the system impedance test results were within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The lead system was not returned with the ipg.